Event description:
Edwards received notification through the implant patient registry that a patient with a 9600tfx 29 mm sapien 3 transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 6 months and 26 days. The reason for the valve explant was not stated and remains unknown at this time. Medical records were received and did not provide a reason for explant.

Manufacturer narrative:
Investigation is ongoing. Device not returned to manufacturer.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected and added new information to h.6 type of investigation, investigation findings, and investigation conclusions. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not required. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on post-procedure care. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. As the complaint was unable to be confirmed, a lot history review was not required. The instructions for use/training manuals were reviewed for the sapien 3 valve. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.